Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility.